Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, users were unable to log in to the stations. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that the information technology (it) expanded the e drive to 200 gb and the issue was resolved. The system functioned as intended after information technology team troubleshot the device.